Event description:
The facility representative reported a flo-gard infusion pump that does not function. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a damaged main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.